Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was admitted in hospital on (B)(6) 2017 due to hypoglycemia. The blood glucose level of the patient at the time of hospitalisation was 94mg/dl. The patient was discharged on the same day. No further information was available.